Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had repetitive runs of atrial fibrillation (af) with rapid ventricular response and polymorphic ventricular tachycardia (vt) at high rates. As a result, the patient was shocked multiple times and therapy was exhausted. During that same episode, the patient's rhythm spontaneously broke into ventricular fibrillation (vf), however since therapy was exhausted, no shocks delivered. Emergency measures were undertaken, however the patient could not be revived and passed away. The documented cause of death was not reported. There were no allegations from the physician of a device malfunction or that the use of the device caused or contributed to the patient's death. The device will not be returned. The patient was cremated and the device was never explanted.